Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator monitor went black while on a patient. The unit continue to function but the screen went black. The patient was removed from the ventilator and placed on another unit. The customer confirmed that there is no patient harm associated with this reported event.